Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the jaws of the prograsp forceps instrument were stuck in the closed position on unspecified tissue. The surgeon was required to make an unplanned excision of tissue to remove the instrument. A backup prograsp forceps instrument was installed to complete the case. The instrument release kit (irk) was utilized after the procedure to open the instrument jaws and remove the entrapped tissue. The procedure was completed as planned.